Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2017. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine generator change out, noise was noted on the right ventricular (rv) lead. One day post generator change out, there was oversensing which resulted in inhibition of pacing. During a revision procedure, the rv lead was tugged at the header and was found to be securely attached. The rv lead was detached from the header and connected to the analyzer. Oversensing was noted only when pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.